Event description:
It was reported the patient had a loss of stimulation and therapy. The patient had a colonoscopy done the day prior to this report and during recover they had an electrocardiogram (ECG) done. After the patient went home, their tremors returned. The reporter stated the tremors were the worse they had ever seen. The patient¿s joints had tightened up and they could not walk or bend their knees. The reporter used the patient programmer to check the ins and the ins was off. The implantable neurostimulator (ins) was able to be turned back on and the symptoms stopped. The patient did not have electrocautery done and the reporter felt the ins was turned off due to the colonoscopy. The patient¿s healthcare professional (hcp) told the patient that there would be no interference with the ins. There were no falls or trauma noted. Turning the ins back on resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted:(B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0q81g, implanted:(B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0q81g, implanted:(B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).